Manufacturer narrative:
The device remains in service. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this system was exhibiting no capture despite higher device outputs, noise, oversensing and pacing inhibition on the right ventricular (rv) channel. An x-ray was performed and the lead did not appear to have moved and the device setscrew appeared to be appropriately engaged. A revision procedure was performed and the lead was successfully repositioned; however, noise was noted with the device out of the pocket. Additionally, noise was observed on the atrial channel. The device was put back in the pocket and the noise was eliminated. The leads were removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating this device was removed from service due to infection. The boston scientific sales representative who performed the explant procedure stated the cause of the infection is unknown and the results of the cultures are unknown and cannot be accessed. There was no vegetation on the leads. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.